Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of over 400 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer also reported that they had insulin flow block alarm. Insulin pump will not be returned for analysis.